Manufacturer narrative:
Event date is an estimate. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-05619 and 3006705815-2021-05620. During lead replaced due to impedance issue the physician elected to replace the ipg as well. It is unknown if the impedance issue was caused by the lead or ipg. The issue was resolved, and effective therapy was re-established.